Manufacturer narrative:
On (B)(6) 2019, during evaluation of the device it was observed a crease in anterior view, additionally a tear within the crease was noted, measuring approximately 0.4 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation. Concomitant medical products: right; 275cc mentor smooth round moderate profile; catalog number: 3501640; serial number: (B)(4). Initial reporter phone extension: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent primary breast augmentation with a 275cc mentor smooth round moderate profile and was presented with breast implant deflation on her left side confirmed by the physician on (B)(6) 2019. As a result, the device was explanted, and replaced with gel implant on (B)(6) 2019.

Manufacturer narrative:
On 11/19/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 11/20/2019, mentor became aware that incorrect information was provided by the original implanting surgeon's office. This implant that was returned to mentor was the actual implant removed at the facility. Actual serial number was not provided. Hence, device information has been updated under section d of this form. Also, mentor became aware that allergan implant was used for replacement because the sizes that were ordered for this patient were too small. A manufacturing record evaluation is in progress for lot number 5603224. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).